Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replace controller alarms associated with backup battery faults and backup mcu faults alarms was confirmed via a review of the submitted log file. The submitted log file recorded 240 events spanning approximately 2+ days ((B)(6) 2021 per timestamp). Beginning at 11:22:00 on (B)(6) 2021, the log file captured multiple low speed events while the power module supported the system. During these events, speed dropped as low as 0 rpm, and the pump struggled to operate above the low speed limit, which activated the low speed hazard, low flow hazard, low speed operation, and motor stop alarms. These events were also associated with elevations in pump power up to 21.6 watts and several pi events. During the low speed and pump stop events, yellow wrench advisories associated with backup battery fault and replace controller alarms were active, in addition to active backup mcu failure flags. The observed events in the log file are consistent with the driveline damage that was confirmed via the pump investigation. There were no observed events/notable alarms active in the log file that indicated an issue with the controller. The heartmate ii system controller (serial number: (B)(6) ) was not returned for analysis. Per account information, the patient had a heart transplant on (B)(6) 2021. The patient's controllers include pcx-11852 were given back to the patient post-transplant, and they have not been returned. Multiple attempts were made to obtain additional information from the customer regarding the event and the return status of the system controller(s); however, no response was given, and the controller(s) were not returned for further analysis. To date, the system controller (B)(6) is unavailable for evaluation, and this complaint file will be closed with no further action. If a product is returned at a later time, the complaint file will be re-opened. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on (B)(6) 2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot various alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller, and state how to store, transport, and maintain the system controller to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's transplant was on (B)(6) 2021.

Manufacturer narrative:
The short-to-shield was previously reported under MFR# 2916596-2020-01539. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop when positioned on their left side for an unknown surgery. This patient has a history of a short-to-shield. There was also a replace system controller alarm, and the patient's system controller was exchanged to their backup. The patient was also put on an ungrounded patient cable. A log file analysis found that the patient's pump stop and low speed events began at 11:22 am and ended at 11:31 am on (B)(6) 2021, when the controller was exchanged. The patient was upgraded on the transplant list for multiple pump stops and underwent a transplant on (B)(6) 2021. Related manufacture's number: 2916596-2021-04023.